Event description:
Pt had their silicone gel-filled breast implants removed in 2003. They have had them since 1986. The right implant had capsular contracture and calcification of the capsule. Even through their implants did not rupture they have been suffering from silicone migration granulomas, nodules-bard knots and connective tissue disorders. Pt's pathology report on their breast implants reads intact breast implants so pt asked their doctor how did this silicone get into their body and cause all these products if their implants were not leaking. Pt was told that they have pores and gel bleed and that the silicone can migrate all over the body even if the implant never ruptures. Pt is reporting this to the FDA because they feel that silicone gel implants are not safe, cause many health risks and they should not be approved by the FDA. Pt was never told by the plastic surgeon that the silicone in the implants could migrate into other parts of the body even if they never leaked. Women need to know this before they ever let a doctor put silicone gel implants into their bodies. Pt wishes to god that they would have been told before hand, they never would have had the breast implant surgery.